Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a pocket revision due to infection. Cultures were taken and are currently awaiting results. This system remains in service. There were no additional adverse effects reported.